Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic employee evaluated the imaging system. The diode assembly protecting tray 2 of the x-ray batteries had burnt out. The damaged diode was returned for medtronic's evaluation. Evaluation confirmed electrical failure, resulting likely from electrical overstress to the diode cable assembly. A replacement part was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional.

Event description:
A medtronic representative reported that while performing planned maintenance on the imaging system, he discovered that the battery diode had burnt out. There was no patient present when this issue was identified.